Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient reported to engineering on (B)(6) 2016 that he had been having melena and was feeling fatigued. He was instructed to go to the ER. The patient was admitted and his lab work showed a hgb of 6.6 and an inr of 3.4. At this time, his anticoagulation and antiplatelet therapy was held. Patient was taken for an egd on (B)(6) which showed no active bleeding. However, a video capsule endoscopy (vce) was done on (B)(6) 2016 which showed bleeding in the jejunum. He was taken for another egd on (B)(6) 2016 which found an actively bleeding dieulafoy lesion which was clipped twice. The patient's hgb continued to downtrend during the admission in which he received a total transfusion of 9 units prbcs from (B)(6) 2016. A repeat vce was done on (B)(6) 2016, but no active bleeding was noted. The patient was restarted on warfarin with a new inr goal of 2.0-2.5. He has remained off of asa at this time. The patient was also started on monthly im octreotide injections. He was discharged to acute inpatient rehab due to deconditioning on (B)(6) 2016. He was seen in clinic on (B)(6) 2016 with no further episodes of bleeding noted.